Manufacturer narrative:
Our quality engineer inspected the sample for evaluation. Bd received one unsealed 22gx 1.00in insyte autoguard unit of lot number 4361619. Upon inspection of the unit received, foreign material was observed what resembled black/brown specks of foreign matter embedded in the catheter adapter. There was no foreign material observed on the fluid path of the device. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information

Event description:
The following information was provided by the initial reporter: black residue on IV cannula.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.